Event description:
The pt reported volume discrepancies at last two refills. The expected reservoir volume was 2.0 ml; actual was 4.0 mls at one refill and 7.0 mls at the second refill. The pt has experienced increased unspecified symptoms. The pt is scheduled for pump replacement in the near future.